Event description:
Attorney reported: 2006--the pt underwent a ventral incisional hernia repair procedure with implant of a ck mesh patch. On a week later--the pt was discharged from the hospital. On approx five months later--the pt was admitted to the hospital with complaints of abdominal pain and diagnosed with migration of the mesh patch. On two months later, the pt was admitted to the hospital with complaints of abdominal pain. The pt was operated on. It was determined that the mesh had eroded into her small bowel and formed dense adhesions to her liver. On four days later--the pt collapsed and found to be hypotensive. The pt underwent an exploratory surgery and determined to have major adhesions and bowel trapped within the mesh. The patient's bowel mucosa had been ruptured and her liver bleeding. The pt died from her complications from the failure of the mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No matériel review report was issued against this lot. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.